Event description:
Philips received info from a customer site that the CT dose summary page cannot be made anonymous, which has created some issues with pt privacy. The function captures the valuable data of the study dose, and can be reported to the pt record; however, it also captures the pt name and social security number. The customer stated that to make a study anonymous, the dicom headers are changed, and the image continues to display the pt data. In the case of a user error in assigning the study to a pt, the study can be corrected and reassigned. However, the reassignment does not persist in the screen capture, but reverts to the initial pt data (name, ssn) assigned in error.

Manufacturer narrative:
(B)(4). On 21-sep-2009 philips received information from (B)(6) that the CT dose summary page cannot be made anonymous, which has created some issues with patient privacy. The function captures the valuable data of the study dose, and can be reported to the patient record; however, it also captures the patient name and social security number. The customer stated that to make a study anonymous, the dicom headers are changed, and the image continues to display the patient data. In the case of a user error in assigning the study to a patient, the study can be corrected and reassigned. However, the reassignment does not persist in the screen capture, but reverts to the initial patient data (name, ssn)) assigned in error. On 03-nov-2009 the philips fse provided information that he had attended the customer site to try to reproduce the issue without success. The fse talked to the in-house biomed it representative and he looked back through the sites pacs system and said this issue hasn't happened since (B)(6) 2009. The sap database confirms that fco 728000393 was installed on 30-jun-2009. The philips fse stated that after the fco was installed the issue was corrected, the customer didn¿t realize it and the sites it department thought it was still an issue when this was reported without confirming with the technologists that were operating the system. Philips engineering investigated this issue on 23-apr-2015. It was determined that in regards to the patient name not being anonymized the root cause for this event is that the dose summary page is a dicom secondary capture page (image) that once captured reveals whatever data elements were present at the time off capture and any anonymization function cannot change image data, but rather dicom header data or database records. Any reassignment of the patient name after the dose summary report has been generated will show the previous name on the dose summary report. The dose summary report is automatically generated when the operator hit ¿end study¿. If an operator scans a patient and changes the patient¿s name after ¿end study¿ was pressed, the operator effectively scanned the wrong patient which constitutes misuse of the system. The dose summary report will remain with the initial patients¿ name. In addition the operator is warned by the system that certain information will remain on the system under the original demographic information. The patient ID during an exam is a unique identifier that allows the healthcare provider to track activities related to the patient. It was practice particularly at va facilities to use the ssn of a patient whereas civilian health care facilities created their own unique patient ids to protect a patients¿ privacy. The secondary capture on the dose summary report thus captured the patient identifier the customer used. Ssn¿s were never intended to be used as patient ID henceforth there are no attempts to anonymize the patient ID. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. The issues identified on this complaint are not hazards and pertain primarily to concerns about patient privacy. There is no room for misdiagnosis as the patient images bear the correct name. The only sequence where the patient name on the images is out of sync with the dose summary page is when the operator changes the patient name after completing the study (hitting ¿end study¿) which means they scanned the wrong patient anyway. This would constitute misuse of the system. The dose summary report is not used for diagnostic imaging purposes rather than to determine the dose used in the study, thus there is no risk of misdiagnosis if the dose summary report bears a different name. The system did not malfunction as a result of this event and was operating as intended. Modifications were made in fco 728000393 was installed on 30-jun-2009. This fco updated the software from version 2.3.0 to 2.3.0.1780 which removed the patients¿ name from the dose summary report.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Philips field service engineer (fse) visited the customer site and was unable to replicate the issue. The fse and the hospital's biomed it representative reviewed the brit pacs system and confirmed that the reported issue had not recurred since mid-(B)(6) 2009. Philips released field change order (fco) (B)(6) 2009 and it was implanted on this system by the fse in (B)(4) 2009. No recurrences were reported by the customer site after implementation of the fco. (B)(4).